Event description:
It was reported by service report that the scale was not accurate, and bed exit was unavailable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale malfunctioned due to a faulty head left load cell. Bed exit unavailable.